Manufacturer narrative:
1038671-2023-01228, 1038671-2025-01008. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01228, 1038671-2025-01008. PMA 510k cannot be determined; device is unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 193 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, discomfort, implant pain, joint laxity, loss of range of motion, osteolysis, swelling/edema, and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface after over sixteen years of implanted use. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.